Event description:
The device was used during a laparoscopic donor nephrectomy. Reportedly, the white tip on the instrument dislodged during use into the pt's cavity. The surgeon was able to retrieve it from the cavity without injury to the pt.